Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty sensor . The motor was tested outside the device and passed. Unit received with cracked case at display window corners, belt clip slot and reservoir tube lip. Unit received with minor scratched display window, missing end cap sticker and broken battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt customer does not recall any significant events leading to the error. Customer's blood glucose was 212 mg/dl at the time of incident. Troubleshooting was done and was able to assist customer to do the rewind process and was resolved but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.